Manufacturer narrative:
Received 1 opened piston irrigation tray with the original unit packaging. During the visual inspection, no obvious defects were noted in the sample. The reported event was unconfirmed as the product met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Remove tray lid. 2. Remove syringe from solution container. Fill container with desired irrigation solution and place syringe into solution container. 3. Place underpad, as required plastic side down. 4. Place plastic basin for collection with graduations facing away from the patient. 5. Disconnect drainage tube form catheter. 6. Fill syringe and irrigate as directed. 7. When irrigation has been completed, reconnect system. 8. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations. Caution: avoid excessive pressure when using luer adapter, as the adapter may dislodge." "(B)(4)".

Event description:
It was reported that there was an oily substance inside of the syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was an oily substance inside of the syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was an oily substance inside of the syringe.